Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, companion samples from the same lot were returned by the user for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that he had discontinued treatment before completion. The next morning when he opened the cassette door he found fluid leaking. He was advised to contact his pd nurse. The set was discarded. During follow up the patient's pd nurse reported the patient performed treatment with manual exchanges and did not report any complications. No adverse event reported at this time.